Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the breath delivery (bd) printed circuit board (pcb). The ventilator passed self testing.

Event description:
Report received that, during patient use, the ventilator became inoperable. No information is available regarding the patient being transferred to another ventilator and on the patient outcome.